Manufacturer narrative:
As reported by the affiliate, this patient presented to the cardiac catherization unit for percutaneous coronary intervention of a 90% de novo lesion in the mid to distal right coronary artery that was moderately calcified and moderately tortuous. Rotablation was done with an unknown rotoblator at the target lesion to treat the calcification. Then a 2.5x28mm cypher stent was being delivered to the target lesion, but the physician felt friction within the guiding catheter during the delivery. Then the physician retrieved the unit from the patient and confirmed the stent to be flared at the proximal end. Therefore, a different cypher (same size) was implanted instead and the procedure was finished successfully. There was no reported patient injury. The product was clinically used and the product will be returned for analysis. Please note that this product, is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.

Event description:
During percutaneous coronary intervention with this device, the physician felt friction while delivering it to the target lesion. When removed from the patient, it was confirmed that the proximal stent struts were flared.